Event description:
Expansion of stent in subclavian artery was only partly possible, since the balloon burst and hooked within the stent struts. Thereafter, the stent could only be placed in iliac artery.